Event description:
Device being used in a clinical study. A male patient was admitted for repair of a heart defect (atrial septal defect and hypoplastic right heart syndrome) in 2007. Catheter was placed in patient's right femoral vein. On the following month, blood could not be withdrawn from the central venous line. The catheter was removed and a PICC line inserted.

Manufacturer narrative:
Evaluatiuon: unfortunately, the suspect device was not returned to assist in our investigation. Therefore, we were not able to determine why the catheter clotted. However, it is possible the tip was not properly positioned inside the vessel. We do recommend in our instructions for use booklet that every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of central venous system. Tip position should be verified by x-ray and monitored on a routine basis. Periodic lateral view x-ray is suggested to assess tip location in relation to vessel wall. Tip should appear to be parallel. We also state if blood is not freely aspirated, physician should immediately reevaluate catheter tip position. Our quality control dept. Verifies lumen patency 100% prior to further processing. We will continue to monitor for similar situations.